Manufacturer narrative:
Pump passed displacement test and self test. No missing segments/partial display and backlight anomaly noted. Pump received with corroded battery tube, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 2 mg/dl. The customer reported that the insulin pump was not working and had partial display. The customer received a flicking light when pushing down button esc, act, and up are the only buttons working. The insulin pump will be returned for analysis.